Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 519 mg/dl. Reportedly, the customer reused cartridges and did not fill the tubing with insulin. Tandem technical support educated that customer on cartridge labeling and to remember to fill the tubing. Recommendation was made to consult with healthcare provider regarding diabetes management.